Manufacturer narrative:
The customer will be performing the necessary repairs.

Event description:
It was alleged that there was a broken/damaged brake assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that there was a broken/damaged brake assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.